Manufacturer narrative:
Additional information was received from reporter stating that pieces did not break inside the patient. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. According to the information provided by the customer, no pieces were left in patient. Therefore, this is event is considered not reportable.

Event description:
It was reported that when the nurse connected the conventional equipment before the operation and checked the instrument. At this time, the arthroscope lens was found to be in black, but the connection was normal, the power indicator showed no abnormalities, considering the damage of the arthroscope lens. There was no image. Backup device was available. No patient injuries were reported.